Manufacturer narrative:
(B)(4). The reported patient effect of thrombosis is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event.

Manufacturer narrative:
(B)(4). Stent: xience v 2.5 x 15 mm and 3.0 x 8 mm, promus 2.5 x 12 mm. The 2.5 x 12 mm promus indicated is being filed under a separate medwatch MFR number. There were no reported product deficiencies. The reported patient effect of death is listed in the (B)(4) xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial medwatch report, it was indicated that the patient possibly could have experienced acute thrombosis in the xience v stent according to the academic research consortium (arc) document. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2011, the patient underwent aspiration of thrombus and thrombuster medication was administered with the placement of a 2.5 x 12 mm promus stent in the mid right coronary artery (rca). On (B)(6) 2011, the patient experienced worsening of respiratory status and cardiac arrest. Treatment included thrombus aspiration, cardiac compression, intubation, percutaneous cardiopulmonary support and angiography. Additionally, a xience v 2.5 x 23 mm stent was implanted in the rca. Diffuse arteriosclerosis was confirmed in the ostium of the rca. An additional xience v 2.5 x 15 mm stent was implanted. Arteriosclerosis remained in the ostium, therefore, another xience v 3.0 x 8 mm stent was implanted. Subsequently, the patient expired on (B)(6) 2011. The physician speculated that one of the causes of death was subacute thrombosis. There was no additional information provided.